Event description:
The customer reported that the circuit-breaker trips and the system has a defective tube. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was not repaired due to the customer being unwilling to pay for expenses.